Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of a clip delivery system (cds), when de-airing, the o-ring on the gripper line was leaking. Troubleshooting was performed, but the o-ring was still leaking. The cds was not used, and another cds was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.